Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that the pt began receiving low voltage advisory alarms and a "vibration" of the pump while being supported by the power base unit (pbu) (ac power), but not while being supported by batteries (dc power). The pbu, pbu cable and system controller were exchanged with no resolution to the alarms or the feeling of "vibration" from the pump. Two hours after the alarms began, the pump stopped for 30 minutes and then spontaneously restarted. Subsequently, the surgeon decided to exchange the pump. The surgeon also reported that approximately two months prior, the pt had fallen and since that event, infectious fluid was leaking from a 3 mm tear in the percutaneous lead located 10 cm from the percutaneous lead exit site. The hosp admitted the pt, place him on the high urgent transplant list and had been monitoring the pt closely in the hosp since the fall.

Manufacturer narrative:
The patient is doing well in the regular ward post device exchange, with no further complications. During the device exchange, the silicone material of the bend relief was found to be damaged approximately 1 cm from the pump housing. The inflow and outflow grafts were left in position and the replacement pump was successfully exchanged. Upon removal of the original percutaneous lead, there was no adhesion noted in the tunnelling track that would normally immobilize the percutaneous lead. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.